Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 197 mg/dl. Reportedly, customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. However, the high blood glucose level and bolus delivery issues were unable to be verified.

Manufacturer narrative:
In addition to previously reported information, customer also reported that he might have requested too much insulin via bolus delivery. Customer's blood glucose lowered to 62 mg/dl.